Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that speed display issues occurred. A rotablator console was selected for treatment. During the procedure, it was observed that the fiber optic (fo) connection was not capturing the rpm data correctly. The physician also noted that the speed was fluctuating. There were no patient complications reported.